Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.